Manufacturer narrative:
The insulin pump was received with high idle current due to open trace on lcd driver. No alarms during testing. However, the insulin pump had no unexpected off no power, low battery or failed battery test noted during testing. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer had a motor communication error alarm after a battery replacement. The mother stated th insulin pump was now displaying off no power. The customer's blood glucose was 135 mg/dl. The mother stated they did receive a low battery alert prior to the off no power alert. The mother also stated their battery cap was not loose or cracked. The customer was advised the insulin pump needed to be replaced. The customer will be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.